Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2025, it was reported by a facility representative via (B)(4) that an 0312-200 pin guide was inserted into the lag screw guide pin sleeve. When advancing and redirecting for proper placement, the guide pin welded itself to the guide pin sleeve. It could not be removed. Another device was used to complete the case with no patient harm. Also, the cap on an 0616-000 obturator had fallen off or became unstuck from the obturator itself. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged 0312-200 ø3.2 mm pin guide, locking, batch number 190849, was received for investigation. Visual inspection revealed deformation and surface damage at the distal tip, consistent with mechanical binding or galling likely occurring during insertion into the guide pin sleeve. This damage supports the reported inability to remove the pin following advancement and redirection. Functional testing was not performed due to the observed damage to the device. The most likely cause of the reported failure can be attributed to a use-related mechanical interaction involving increased friction during the advancement and redirection of the guide pin within the guide pin sleeve, which resulted in galling (cold welding) between metallic components, causing the pin to become seized. Refer to the investigation photographs for documentation of findings. Based on the evaluation results, the complaint allegation is confirmed.